Event description:
It was reported to tyco healthcare/kendall on 11/08/06, that a customer had a problem with a dialysis catheter. The customer states that the catheter leaked after 1 week. Additional info was obtained on 12/21/06 stating that the device was found to be leaking after approximately 1 week in place, which resulted in the device being removed. With the receipt of this info, this event was determined to be MDR reportable.

Manufacturer narrative:
An investigation is currently underway. Additional info is being requested regarding the event. Once the investigation is complete, a follow-up report will be submitted.